Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was exhibiting a battery depletion alarm. It was reported that troubleshooting was unsuccessful after replacing the batteries upon restart the system alarmed, no disposable pump won't run. The same issue was reported to also have occurred two weeks prior to this event. No adverse patient effects were reported. No additional information is available at this time.